Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, pop, cystocele, rectocele. It was reported that following insertion patient experienced pain, erosion, infection, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent excision of exposed mesh on (B)(6) 2011 and (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior and posterior repair and vaginal vault suspension. It was reported that the patient underwent excision of exposed mesh on (B)(6) 2012 along with acl graft placement & posterior repair of colpoperineorrhaphy.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.